Event description:
Customer's health care professional called to report that the insulin pump alarmed button error. It was also reported that the insulin pump experienced an unexpected restart alarm and shows signs of physical damage. No significant events leading to these were reported. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No alarm could be verified due the unresponsive buttons. The insulin pump had cracked battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratches on the display window.